Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on may 2022 by the american journal of sports medicine. ¿srisk of graft rupture after adding a lateral extra-articular procedure at the time of acl reconstruction: a retrospective comparative study of elite alpine skiers from the french national team.¿ the study reviewed 81 patients and identified acl/pcl instability requiring a revision with bioabsorbable interference screws in 27 patients during the 2-year follow-up period. Ref: guy s, fayard jm, saithna a, et al. Risk of graft rupture after adding a lateral extra-articular procedure at the time of acl reconstruction: a retrospective comparative study of elite alpine skiers from the french national team. Am j sports med. May 2022;50(6):1609-1617. Doi:10.1177/03635465221085027.